Manufacturer narrative:
E1: the third medical center of the chinese people's liberation army general hospital(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is automatically shutting down. It was reported there was no patient involvement at the time the issue was discovered. Investigation on going.

Manufacturer narrative:
Per good faith effort response, it was confirmed by the authorized service provider (asp) that the device would not boot back up after automatically shutting down. Further troubleshooting was performed, and it was observed that the battery had no power which may have caused the shutdown. The asp reconnected the ac which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.